Manufacturer narrative:
Device evaluation summary: x-ray demonstrated wireform distortion near leaflet 1 and 2. Wireform damages was likely due to implant or explant handling. Thrombus was observed on all three leaflets at the inflow aspect, and a few thrombus deposits on leaflet 2 at the outflow aspect. Leaflet 1 had serrated markings near commissure 1. Leaflet 3 had a tear of approximately 1mm near commissure 1. Leaflet damages likely occurred during explant. The sewing ring was cut near leaflet 1. The report occlusion cannot be confirmed by device evaluation. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm bioprosthetic valve that was explanted at implant due to coronary artery occlusion. The patient was unable to be removed from cpb, the valve was checked and it was noticed that the valve was occluding a coronary ostium, the valve was removed and a 19mm valve was implanted instead. The patient was weaned of cpb with difficulty. The patient expired a few days later due to myocardial damage. No additional information was provided.